Event description:
Allegedly linear popped out of shell. Revised with a hemi head.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Product was not returned for evaluation. The user facility advises they did not file a medwatch 3500a. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00405, 00406.